Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) unable to replicate issue. Only fault code in logs is 37, a recorder fault that has no action in service manual. No issues. Device tested. Passed fiber optic module test. Checked pneumatic system test screen. No unreasonable readings. Safety disk well within spec. No issues found. Ran unit on patient simulator for 15 minutes. No issues. Checked pacers and different hrs. No issues. Device functional. Ready for patient use. Returned to customer.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3 h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions), h11. No other information available as of now. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the fiber optic of cs300 intra-aortic balloon pump (iabp) was not working. There was no patient involvement.